Event description:
Technician alleged brake on head end of bed wasn't holding.

Manufacturer narrative:
Technician found tire was worn and set screw was adjusted all the way. Technician replaced brake caster to resolve.